Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of green substance coming from the power cables was confirmed via functional analysis. A review of the log files contained data spanning approximately 2 days ((B)(6)2022 per timestamp). All of the captured data appeared to show the system controller operating as intended. There were no notable alarms active in the log file. The heartmate 3 system controller (s/n:(B)(6)) was returned for analysis. Visual inspection of the controller revealed jacket damage on both black and white power cable with green substance coming out. The system controller underwent functional testing and passed without issue. The observed damage to the power cables did not affect functionality. The power cables were cut open where damage was observed. Fluid ingress was revealed underneath the polyurethane jacket. There was no damage to the underlying wires. Per the provided information there was no alarm associated with the event. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller exchange due to a green substance coming from the power cables.